Manufacturer narrative:
An event of device deformation during deployment was reported. Information from field indicated that there was interaction with cardiac structures during deployment. A 4f non-abbott delivery system was used and there was no report of any angulation/kink noticed with the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device deformation during deployment was reported. Information from field indicated that there was interaction with cardiac structures during deployment. A 4f non-abbott delivery system was used and there was no report of any angulation/kink noticed with the delivery system. The investigation confirmed the device met functional specifications when analyzed at abbott. The cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 5 mm x 2 mm amplatzer piccolo occluder was chosen for implant using a 4f cook mulin sheath. During deployment, it was noted that the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient and they retrieved the device back. There was report of any interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. The procedure got terminated. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.